Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evalution. The customer's report was not replicated or confirmed. The device was put through extensive testing including electrical safety testing and full functional testing without duplicating the report. An internal inspection found no discrepancies. The ECG shields were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.